Event description:
The report received from the affiliate indicated that when the physician opened the cypher box it was noticed that the hub on the cypher was cracked.

Manufacturer narrative:
Please note that this device is not distributed in the us. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. Additional details regarding the reported event were requested, but are not available. The device is available for testing and eval but the engineering report is not yet available. Additional info received will be submitted within 30 days upon receipt.